Event description:
(B)(4) received a report from (B)(6) stating the small cap inside the swivel portion of the closed suction catheter does not close completely and allows air to leak. The resulting leak in ventilation decreases the patient's total ventilation volume. No additional info was provided in regards to the patient's status.

Manufacturer narrative:
This report was initially submitted under 8030647-2014-00029 in error. (B)(4). Method: actual device evaluated, visual inspection, results: no failure detected, conclusion: unable to confirm complaint. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Two sample devices were returned. On sample one the catheter had a slightly curved set immediately at the cone adapter. When fully retracted and inside of the device the distal skives remain outside the positive end-expiratory pressure (peep) seal. No unusual curvature was observed on sample two. When fully retracted and inside of the device the distal skives remain outside the end-expiratory pressure (peep) seal. (B)(4) has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).